Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly twisted and broke off, and the patient allegedly experienced bleeding. Current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly twisted and broke off. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was received. On visual evaluation, the pusher catheter was received loaded into the touhy-borst adapter and filter storage tube. The touhy-borst adapter and filter storage tube were noted to be loaded together. The filter was noted to be loaded within the filter storage tube and still hooked to the pusher catheter pusher pad. The distal portion of the filter storage tube was noted to have a fracture. The fractured segment was returned with the detached filter storage tube bolt. No other anomalies were observed throughout the devices. Due to the condition of the sample functional test was not done. Therefore, the investigation is confirmed for the reported break as the distal end of the storage tube was noted to have a fracture and also, the investigation is confirmed for the reported detachment as fractured segment was returned with the detached filter storage tube bolt. A definitive root cause for the reported break and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, g3, h1, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly twisted and broke off. The procedure was completed using another device. There was no patient injury.